Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during use the guide wire was curved and could not be inserted anymore. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned one opened kit and guide wire for investigation. Visual examination of the returned sample revealed two small bends. The coils appeared slightly closer; however, they were not offset or unraveled. The returned guide wire contained two bends 57 mm and 203 mm from the distal end. The total length and outer diameter of the guide wire were measured and were found to be within specification. The returned guide wire was able to pass through a catheter from lab inventory with minimal resistance. A manual tug test confirmed both the proximal and distal welds were fully intact. A device history record (DHR) review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer complaint of a bent guide wire was confirmed by complaint investigation. The returned guide wire contained two slight bends. The returned guide wire was able to pass through a catheter from lab inventory with minimal resistance. Based on the sample as received and the report that the incident happened during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that during use the guide wire was curved and could not be inserted anymore. Another device was used to complete the procedure.